Event description:
It was reported that a patient underwent a revision surgery to explant backed out screws. During the revision surgery, the surgeon started to remove the screws when the tab of the locking mechanism broke. The broken piece of the tab was retrieved and no fragments were left in the patient. Reportedly, the surgeon decided to leave the plate in the patient and only replaced the backed out screws because the patient was fused and, according to the report, "did not want to disrupt the fused bone". No patient complications were reported.

Manufacturer narrative:
Analysis summary (anti-migration component only): visual and optical inspection confirms anti-migration cap tabs are bent and broken, with plastic deformation and witness marks noted on anterior face consistent with implant back-out. Sharp corner noted at the base of the tabs that may create a stress concentration which could lead to crack initiation and eventual failure of the tabs. Dimensional inspection confirms material thickness to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.